Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had issues with the insulin pump for the last couple of months. The customer stated that they would wake up with a high blood glucose and the insulin pump was completely off. There was nothing on the screen but they had just put in a new battery. She would put a battery in and a couple of days or week later the insulin pump would have no power or no battery power and would just stop working. They had a few incidents where the device was completely off and would not give insulin. Their doctor looked at the patterns with their continuous glucose monitor and it showed that they were given 20 units of insulin during the night. The customer stated that they would not give that much. Their blood glucose level was unknown. The customer stated they did not receive a low battery alert prior to the off no power alert. It was the second occurrence of the off no power without a low battery warning. The device was returned for analysis.

Manufacturer narrative:
The insulin pump was received unable to prime during prime test due to faulty force sensor resistor. The insulin pump currents are within specification. No unexpected battery power loss or blank display. Lcd board ok. The drive support disk was inspected and no anomaly was noted. The insulin pump had minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip and cracked lcd window.